Manufacturer narrative:
Date of event is either (B)(6) 2018; (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, approximately two hours following the implantation of the ultrathane mac-loc locking loop multipurpose drainage catheter, it was discovered that the hub of the device separated form the catheter. The product problem necessitated the removal and replacement of the complaint device. No further complications were reported. The complaint product has been returned to the manufacturer; however, as of the date of this report, the evaluation and investigation is ongoing.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One 8.5fr mac-loc catheter was returned in three separate pieces. Biomatter was present on the device, indicating it was likely used. The flare had separated from the cap of the mac-loc hub. The flare was out of round and contained a crease. Due to potential compression within the cap and potential damage upon removal from the cap, it cannot be confirmed that the flare was manufactured out of specification. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. A quality engineering risk analysis has examined this failure mode and possible effects. With consideration for severity, occurrence, and current detection methods, no further risk mitigating activity is required at this time. Cook will continue to monitor for similar complaints. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.